Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a thermocool smarttouch sf and they could not flush the catheter inside or outside of the patient¿s body. After mapping, the ngen pump displayed an unknown alert. The caller stated they were unable to flush the catheter inside and outside the body. When they tried to flush again, the issue persisted. They released the stopcock to release pressure and had no issues flushing the tubing. They tried to flush the catheter with a syringe and the issue remained. When the catheter was replaced, the issue resolved. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, and irrigation test of the returned device were performed in accordance with j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test. There was no flow through the irrigation hole. Afterwards, an aluminum wire was introduced in the luer hub and the wire got stuck at the tip area. A such, the tip was dissected and the irrigation tube was inspected and found the irrigation tube was folded at the tip section. A manufacturing record evaluation was performed and no interna actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a thermocool smarttouch sf and they could not flush the catheter inside or outside of the patient¿s body. After mapping, the ngen pump displayed an unknown alert. The caller stated they were unable to flush the catheter inside and outside the body. When they tried to flush again, the issue persisted. They released the stopcock to release pressure and had no issues flushing the tubing. They tried to flush the catheter with a syringe and the issue remained. When the catheter was replaced, the issue resolved. There was no patient consequence.

Manufacturer narrative:
On 12-dec-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).